Manufacturer narrative:
Batch review performed on 03 september 2018 lot 152554: (B)(4) items manufactured and released on 05 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Others devices involved: mectacer reference 01.29.203 (k112115) biolox delta ceramic ball head 12/14 ø 28 size l +3.5 lot 151722: (B)(4) items manufactured and released on 05 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup dm 01.26.2850mhc (k092265) double mobility hc liner ø 50/28 lot 154206: (B)(4) items manufactured and released on 22 october 2015. Expiration date: 2020-10-07 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
About 7 months after primary the surgeon revised the patient for hip generic pain. The reason of pain in unknown. The surgery was completed successfully.